Event description:
Event description guidant received information that the threshold measurement of this right ventricular (rv) lead has increased to 4.0 volts at 1.0 ms, resulting in loss of capture. The threshold at the last follow-up in january was 1.0 volts. This lead's impedance has always been high at around 1200 ohms, and it remains stable at that measurement. R-waves were confirmed to be solid at 8 mv and at the previous check they were at 7.8 mv. The patient is not pacemaker dependent and she has fallen at least 4 times since the last check, however it was confirmed that it was not due to syncope and it was not device related. Pocket manipulation, isometrics, and tapping the can did not elicit excessive noise. The patient also reported that the device migrates a lot in the pocket.